Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) explant procedure due to an unknown reason. Patient was doing well postoperatively. Scs devices were not released by physician or hospital and will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-1200. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: precision montage MRI ipg sterile kit. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1232. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: wavewriter alpha 32 ipg kit. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-8216-50. Serial number: (B)(6). Batch/lot number: 2000016330 model/catalog description: artisan lead 50 cm. Unique identifier (UDI) #: (B)(4).

Manufacturer narrative:
This report is being submitted to correct for missing additional suspect (h11). Model number/catalog number: sc-4319. Batch/lot number: 20312004. Model/catalog description: clik x MRI anchor. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) explant procedure due to an unknown reason. Patient was doing well postoperatively. Scs devices were not released by physician or hospital and will not be returned.